Event description:
Alcl case report. The pt had breast augmentation in (B)(6) 2001. The pt presented with a 4 cm mass in the 6 o'clock posterior position in the left breast on (B)(6) 2003. The pathology was reviewed as a cd30 positive t-cell alcl, alk negative. The pt had left breast implant removed in (B)(6) 2003. Initial therapy was chop beginning in (B)(6) 2003. After an initial response, she progressed after 3 cycles. The pt was then given dhap the last week in (B)(6) 2003 with a response. Immediately after dhap, she developed an infection/abscess in the left breast. The pt then had a left total mastectomy (B)(6) 2004. She eventually completed 2 courses of dhap by (B)(6) 2004. Following progression the pt received hyper cvad for one course at the end of (B)(6) with progression in (B)(6) 2004. The pt then started an investigational therapy with sgn 30 for which she achieved a complete remission which has been sustained at this time, though she did have xrt to her left chest wall in (B)(6) 2004 as a preventative method.